Manufacturer narrative:
The insulin pump passed the displacement test, rewind and basic occlusion test and the operating currents were within specification. The off no power alarm and low reservoir alarm functioned properly and no motor error alarm was noted. However, the device was unable to prime during the prime test due to a faulty force sensor resistor. The occlusion test and excessive no delivery alarm test could not be performed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a stained end cap sticker.

Event description:
Customer reported to have had high blood glucose levels. Customer's blood glucose was 224 mg/dl. During troubleshooting, customer received a motor error alarm. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.